Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.64 volts with a charge time of 7.9 seconds. The patient was not using the device for pacing, and used only limited therapy. A boston scientific technical services consultant discussed sending in a device memory disk for analysis to verify proper battery usage.